Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent profile. The bumper tip of the device showed signs of damage to the distal edge of the tip. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken 257 mm from the strain relief. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-april-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely calcified left anterior descending (lad) artery. A 2.50x32mm promus element¿ plus drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and patient¿s status was stable. However, returned device analysis revealed a hypotube break.